Event description:
The reporter and patient contacted animas on (B)(6) 2012 reporting that the patient experienced a blood glucose of 500 mg/dl related to difficulty with priming the pump. The reporter stated that the pump would be primed and shortly after the pump would emit a loss of prime warning. The reporter indicated that the patient was without insulin for 4 hours while trying to figure out the prime steps. The prime history was reviewed and found that only a small amount total was primed during the time. The reporter also indicated that the patient was keeping supplies in the refrigerator. Customer support advised the reporter and patient to try using a new cartridge and to use supplies kept at room temperature. The reporter stated that they were able to deliver a bolus without any further alarms. The cartridge lot in question is unknown at this time. This report is made based on the allegation that the patient experienced hyperglycemia related to the use of refrigerated supply and possible inadequate prime volume.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.